Manufacturer narrative:
The device evaluation is anticipated. At this time the complaint cannot be confirmed without the product. A supplemental will be submitted when the product evaluation is complete. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
We received one 774hf75 catheter with no syringe and cal-cup for examination. The catheter body was found collapsed at the 100 cm mark after removal of contamination shield. The contamination shield was attached at the 100cm mark and the 20cm mark. The catheter ran cco in 36.7 c water bath on a vigilance ii monitor for 5 minutes with no error. The thermistor was found to read 36.4c when submerged into a 36.7c water bath. Thermistor temperature reading accuracy is +/- 0.3c per vigilance manual. The thermistor and thermal filament circuits were continuous and there were no open or intermittent conditions observed. There were no visible inconsistencies observed on the eeprom data. Resistance value of thermal filament circuit was measured and found to be in specification. Both the thermistor and thermal filament connectors were opened with no visible inconsistencies. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. There was no visible damage observed from the balloon or returned syringe. Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.

Event description:
It was reported that the cvp(central venous pressure) wave form was not stable during use. No patient complications reported.